Event description:
The event description according to the customer is as follows: when the device was about to be removed from the patient, it switched off and could never be switched back on.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. A detailed investigation was performed by an expert from the technical service: the investigation and logfile analysis confirmed that the root cause of the incident was a defective control board. The service technician replaced the defective control board and successfully ran all required functional tests. The device worked as intended again. The battery and the fan (which were initially assumed to have been defective) and which were requested for investigation were not returned by the customer. However, the replacement of the control board solved the issue. This case was assessed reportable because in case of a shutdown of the device the medical staff has to replace the device. If that happens during ventilation - in a worst case scenario - a deterioration of the state of health of the patient cannot be excluded. In this this case there was no patient involvement.

Event description:
The event description according to the customer is as follows: when the device was about to be removed from the patient, it switched off and could never be switched back on.